Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014, at 2:21pm. Pt's daughter was prompted to call due to getting a reading of 598mg/dl on the prodigy meter. Pt had no symptoms. The reading at the actual time of the event was 598mg/dl. Pt's daughter drover her to ER. Pt's glucose reading upon arrival at ER was 363mg/dl. Pt was given 10 units of insulin while at the ER. Prior to discharge, pt's glucose reading was 227mg/dl. Pt's total stay at ER was 5 hours. Pdc sent replacement and repair envelope requesting return of suspect device.